Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints. Device was sent to the wrong recipient.

Event description:
Consumer claims to have gotten mastitis as a result of the breast pump suction not working properly when used at room temperature.

Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints corrected data: the manufacturer was located in the us instead of the (B)(6).

Event description:
Consumer claims to have gotten mastitis as a result of the breast pump suction not working properly when used at room temperature.

Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints corrected data: indicated that the manufacturer was located in the us instead of the (B)(4).

Event description:
Consumer claims to have gotten mastitis as a result of the breast pump suction not working properly when used at room temperature.